Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was to provide coverage to a non device related new pain area. A lead was added and the patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.